Event description:
It was reported to philips that the device has no display. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The product malfunction was unable to be confirmed because the customer refused the quote and no repair work performed by philips. A review of the service history for this device shows the problem has not been reported again for this device.